Event description:
Adverse event(s): "blurry vision" (blurred vision). Product problem(s): "opacified lens" (material opacification). A surgeon reported a pt with an opacified intraocular lens (iol) following iol implant surgery. Medical records were requested and received. The iol was implanted in 1997. The surgeon reported a yag laser procedure was performed for dense fibrosis on (B) (6) 2000. Following the yag laser procedure, the pt's vision was still blurry. The pt had a history of macular degeneration and fuch's dystrophy. On 2001, the pt was diagnosed with dry eyes and treated with artificial tears. In (B) (6) of 2002, the pt complained of her eyes watering, tearing and blurred vision mostly while reading. In (B) (6) of 2005, the opacity of the iol was noted. The pt's bcva at that time, was recorded as 20/200. The pt was referred for a second opinion. In (B) (6) of 2005, her bcva was noted to be 20/400. Upon examination, the pt was noted to have lagophthalmos with corneal exposure and poor blink. She was instructed to use medication and tape her eye shut each night. After starting this treatment, the pt felt that her eyes had improved. In (B) (6) of 2008, the pt noted she was experiencing intermittent double vision. In (B) (6) 2008, a second yag laser treatment was performed for a cloudy iol. Following the procedure, the surgeon noted an increase in guttata along with pseudophakic bullous keratopathy. The pt was referred to a corneal specialist. In (B) (6) of 2009, the pt desired referral for possible descement stripping endothelial keratoplasty (dsek). There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 04/07/2010, 04/08/2010, 04/09/2010, and 04/26/2010 by phone, fax, and mail. Medical records were received on 04/09/2010. (B) (4). (B) (4). (B) (4).